Manufacturer narrative:
Section a4: the account was unable to provide additional information regarding this patient and event. Therefore the last recorded weight of this patient is included in section a4 (123 kg, measured on (B)(6) 2016, as part of the momentum 3 clinical trial). Manufacturer investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but unable to be provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2017. No further information was provided.